Event description:
A customer reported experiencing a minimum fill notification while attempting to load a new cartridge. There was no adverse impact on the customer's blood glucose level. The issue occurred in the past and was resolved when the customer ran the fill tubing process a second time, after which no further action was required by technical support.